Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to diabetic ketoacidosis with a high blood glucose level of 367 mg/dl and closer to 400 mg/dl. The customer¿s reported blood glucose level was 109 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they were treated with insulin drip at the hospital. The customer reported that they experienced vomiting, pain and cramping due to high blood glucose level. The customer alleged the insulin pump for under delivery because they never had high blood glucose after giving bolus. The customer stated that the insulin pump passed the displacement test. The customer reported that the drive support cap appeared normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08750 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test .device had minor scratched display window, scratched keypad overlay, cracked reservoir tube lip and a stained address or serial number label.